Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump errors. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Pump passed the self test and displacement test. However, pump error alarm found in the pump history due to software error. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.